Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). The lens was returned for evaluation. Visual inspection found the lens in two pieces with a tear on the trailing haptic plate. Due to the condition of the lens further testing could not be performed. A retain sample from the same lot (024630) was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined. However, in the surgeon's opinion, loading error was most likely the cause of the iol damage.

Event description:
It was reported that the lens was implanted and removed due to the haptic that was cut off. The incision was enlarged and sutures were required. Implanted the back up lens with no issues. Reportedly, the patient is doing well. In the surgeon's opinion, loading error was most likely the cause of the iol damage. This event refers to the patient's left eye. Reference MDR# 1313525-2015-02145 for the inserter used in the event.